Event description:
Pride was put on notice of a fire that allegedly occurred in an apartment where a pride scooter was located. No injury was reported.

Manufacturer narrative:
Event is under investigation at this time. Cannot draw any conclusions.